Manufacturer narrative:
Product analysis: the product has been returned and the analysis results are pending. Conclusion: without completion of the analysis and investigation no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately two and one-half weeks after the implant of this transcatheter bioprosthetic valve, a transthoracic echocardiogram (tte) indicated moderate to severe paravalvular leak (pvl). Approximately one month after the implant, the valve migrated towards the ventricle and under the anterior leaflet of the mitral valve. An echocardiogram indicated severe aortic regurgitation (ar), mild paravalvular leak (pvl) and possible malcoaptation of the leaflets. One and a half months after the implant, the transcatheter valve was explanted and replaced with a non medtronic surgical valve. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at medtronic's quality laboratory, the valve was discolored due to blood contact. The leaflets were stiff but flexible. A tear was noted extending from the aspect adjacent to the interior coaptive junction (icj) of commissure one and extended along the margin of attachment towards node four of the frame. Fraying and thinning was noted near the tear. All commissures were intact. Remnants of off-white pannus were observed on the outflow crown. Pannus observed on the inflow crown tips extended on to the outside of the frame. Thrombotic host tissue was observed on the outside of the frame. An unknown amount of pannus was removed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. A number of factors can contribute to the formation of thrombus, including medications, peri-procedural injury, and pre-existing patient conditions. Pannus is also patient influenced and its presence and rate of formation is dependent on patient condition. Prosthetic valve thrombosis and pannus are potential risks associated with the implantation of a bioprosthetic valve in the instructions for use (IFU). Regarding the reported possible malcoaptation of the leaflets, no additional coaptation testing (i.e., pulse duplication testing) was performed due to the condition of the valve (i.e., notable tear). Based on observations gathered from the product analysis, a root cause for the reported issues could not be determined. The valve was submitted for additional pathology evaluation. The explanted valve had an intact valve frame with a single tear observed in leaflet 1, close to the leaflet 1/leaflet 3 commissure. The tear was measured to be 5 mm. The rest of the pericardial leaflets showed no significant structural changes. According to the report, a post-implant balloon dilatation was performed with a 28 mm balloon. Therefore, the tear was likely related to the post-implant balloon dilatation. Gross evaluation of the valve indicated that there was focal, patchy, tan-white and red-brown tissue attached to the abluminal surface at the inflow frame near the skirt. There was also patchy tan-white tissue adherent to the luminal surface at the inflow region over the skirt. No appreciable calcification on any of the three cusps was seen on leaflet radiography. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.